Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted as of the present. A call placed to technical services on 05/29/2018 stating that this lead exhibited impedance issue, impedance measurement was 2200 ohms. On (B)(6) 2018 lead safety switch also tripped. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).